Manufacturer narrative:
(B)(4) the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis, coincident with peritoneal dialysis therapy. On the day of onset, the patient was hospitalized for the peritonitis. The cause of the peritonitis was unknown. On an unreported date, the patient was treated with vancotroy injection 2 grams intraperitoneally stat and gentamycin 20 milligrams intraperitoneally once daily for twenty-one days for the peritonitis event. It was reported that antibiotic treatment may be changed after the culture sensitivity result was returned. It was not reported if dianeal therapy was ongoing. The patient was recovering from the peritonitis. No additional information is available.